Manufacturer narrative:
(B)(4). Batch # t5dz1l. Device analysis: the analysis found that one sr75 reload was returned with no apparent damage. The reload had the knife exposed and the proximal 2 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical gastrectomy for gastric cancer surgery, could not fire when severing gastric tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.